Event description:
The subject device was used during laparoscopic cholecystectomy, and an error occurred. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The tip of the probe and the jaw had contact marks against each other. The evaluation confirmed that the ptfe pad of the device wore and was partially separated. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wore and separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the pad worn occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. And the contact marks were made. Moreover, the user continued the output, which caused the error and the separation of the pad. Based upon the finding of the evaluation, this report appears to be related to user handling.